Manufacturer narrative:
This report is submitted on june 10, 2022.

Event description:
Per the clinic, the patient experienced poor hearing performance due to migration of receiver/stimulator (date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october, 17,2022.